Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur. The customer was allowed to continue using the pump and instructed to report any recurrence of the malfunction.